Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). (B)(4). The product will not be returned to zimmer biomet. Product is being evaluated by external contractor. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the unit had shut off the vacuum during a case. The event occurred during surgery. Another device as used to finish the procedure. There was no known patient harm reported. There was a surgical delay. The length of the delay timing is unknown. No additional patient consequences were reported.

Event description:
No additional information available to report at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The previous repair report for ultra duo flex fluid cart serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have been previously repaired 5 times, the previous repair being for removal of foreign object from the cylinder on 30 january 2019. The cylinder is not associated with the current repair. Thus, this repair was a non-related issue. On 14 june 2019, it was reported from fairview ummc university that the unit had shut off the vacuum during a case. On 14 june 2019, a zimmer biomet authorized repair technician was contacted about the cart and dispatched to be at the site. On 14 june 2019, the technician arrived at the site and confirmed that the unit had no vacuum. The technician found that the vacuum inlet fuse on the control board had blown. The technician replaced the fuse (part #90561) and then verified that the unit was functioning as intended. The technician then returned the unit to service without further incident. The device was tested, inspected, and repaired. The root cause of the reported event of the vacuum having shut off during use was due to a blown fuse on the control board. A blown fuse means that no power is being supplied to the designated area. In this event the technician was able to identify that the unit had no suction due to a blown vacuum inlet fuse on the control board. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the vacuum pump fuse was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process